Manufacturer narrative:
Analysis of the extension (B)(4) dbs no tunneling tool (s/n (B)(4)) found that the stimulation extension distal end connector was twisted int he molded rubber. Analysis identified that the connector was twisted in the molded rubber at the distal end of the extension. It was found that the #3 setscrew connector block was twisted in the molded rubber in the direction that would occur when tightening the set screw. The #3 setscrew was completely tightened into the connector blocks, and the other three connector blocks do not twist when held securely on the sides and tightened with a torque wrench. Electrical testing of the extension determined continuity was complete and no electrical shorts were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator. It was reported an attempt was made to connect the adaptor to a lead, but the grommet had rotated and the connector rotated 90 degrees even though the connector was held completely by hand. After the device was connected, the impedance measurement showed high impedance on c & 3. Environmental/external/patient factors that may have led or contributed to the issue was noted as the connector was being held insufficiently by a physician. The physician was not sufficiently advised on how to use the product. It was noted the physician was instructed to keep holding the connector fully when using the torque wrench. The physician suspected the adaptor was broken and it was replaced. Following replacement, high impedances around 2000-2200 ohms on c & 0 were noted. It was indicated the connection had failed as the impedances were within the normal range after the physician wiped the connector using a dray gauze and reconnected the adaptor. The issue was considered resolved at the time of report. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.